Event description:
It was reported that during an episode of ventricular tachycardia (vt), anti-tachycardia pacing (atp) from the device accelerated the existing vt from a monitor only rate to a vt rate which required therapy. The device delivered a shock, converting the vt. The device and leads remain in service. No adverse patient effects were reported.